Manufacturer narrative:
(B)(4).

Event description:
It was reported that far field r wave oversensing was triggering inappropriate mode switch episodes. The asymptomatic patient was called into the clinic and the device was reprogrammed.